Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sometimes didn't feel stimulation or think the therapy was helping as much. The patient stated that she increased stimulation and felt it but then it would go away again. The patient tried to keep stimulation on each program for a couple weeks but there was one program that wasn't working well for her and she would sometimes completely turn off stimulation and than back on again to start over. It was mentioned that the patient met with a manufacturing representative (rep) in (B)(6)and since than her symptoms seem to be doing much better. The patient reported getting about 80-85% relief in symptoms but it was also mentioned to her that her ins was draining quicker than expected. The patient planned to go back in (B)(6) to see how much battery life she had left and would notify them that one program wasn't working for her as well. Additional information was received. It was reported that the rep did not recall telling the patient that their battery was draining too quickly. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient sometimes didn't feel stimulation or think the therapy was helping as much. The patient stated that she increased stimulation and felt it but then it would go away again. The patient tried to keep stimulation on each program for a couple weeks but there was one program that wasn't working well for her and she would sometimes completely turn off stimulation and than back on again to start over. It was mentioned that the patient met with a manufacturing representative in (B)(6) and since than her symptoms seem to be doing much better. The patient reported getting about 80-85% relief in symptoms but it was also mentioned to her that her ins was draining quicker than expected. The patient planned to go back in (B)(6) to see how much battery life she had left and would notify them that one program wasn't working for her as well. There were no further symptoms or complications reported or anticipated.